Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that on 6/3/2022, a patient underwent surgery for a trochanteric fracture and an arthrex short trochanteric nail was implanted. Twelve days post operative, while trying to stand from the wheelchair, patient felt like the nail had exploded out of the leg. X-rays were taken of the implants and while it is still unknown what happened, it seems like the locking ring was not able to hold the lag screw in place. As of now, the surgeon is not planning on a revision surgery and will follow up again with the patient in two weeks. Additional information provided on (B)(6) 2022, it was reported that another 4 week post op occurred on (B)(6) 2022 and x-rays showed that the nail had further backed out. A revision surgery took place on (B)(6) 2022, at this time the 1031-200 galileo® troch nail,1099-100 galileo lag screw, and 8001-036 captured cortical screw were explanted. The surgeon converted to a total hip arthroplasty.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the device is scratched/damaged near the top. No function problem was noted with the device.